Event description:
His report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the battery depletion was premature. The device was subject to environmental testing, no anomaly was detected. The cause of the premature battery depletion could not be determined.